Manufacturer narrative:
No indication the device will be returned. Investigation is ongoing. No indication the device will be returned.

Event description:
Per the implant registry report (ipr), with regards to a valve implanted in mitral position via transseptal approach, the valve was explanted 1 year 5 months post implant for an unknown reason.

Manufacturer narrative:
The device was not returned to edwards lifesciences for evaluation; therefore no visual inspection, functional testing and dimensional testing was performed. No imagery returned, therefore no imaging evaluation. A device history record (DHR) review was done and did not reveal any manufacturing nonconformance issues that would have contributed to the event. Since the complaint of post implant valve requires intervention unknown mechanism of failure was unable to be confirmed, a complaint history review was not performed. A lot history review was performed and revealed no other complaints relating to postimplantation valve requires intervention unknown mechanism of failure and valve explant unknown. No device was returned and there is no evidence to support a manufacturing/design defect potentially contributing to the complaint, therefore a manufacturing mitigation review is not required. The following instructions for use (IFU) were reviewed: edwards s3/s3u with commander delivery system. Based on this review, no IFU/training deficiencies were identified. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaint for postimplantation valve requires intervention unknown mechanism of failure was unable to be confirmed due to unavailability of device and/or relevant medical record/imagery. No manufacturing nonconformance was identified during evaluation. A review of device and lot history records did not reveal any indications that manufacturing nonconformance contributed to the reported event. A review of the IFU and training manuals also revealed no deficiencies. Per the IFU, device explant is listed as one of the potential risks associated with the device and transcatheter heart valve replacement procedure. In this case, the reason for explanting the valve approximately 1year and 5month post implantation was unknown. Multiple attempts were made to obtain information about the explant but was unsuccessful. There is insufficient information provided to determine a root cause at this time. Since no edwards defect, which could have resulted in the complaint, was confirmed, no preventative or corrective actions (CAPA) are required. Since no product non conformances or IFU/training deficiencies were identified during evaluation, a product risk assessment (pra) escalation is not required.